Manufacturer narrative:
Exemption number e2015058. The history log for the device showed the pad-pak was first installed on the 16th march 2016 and performed self-tests up to the (B)(6) 2016. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. The device failed to power off using the on/off button. This would indicate a fault. The device was tested and delivered a test shock without fault. An acceptable measurement for the test shock was recorded. Upon visual inspection of the membrane tail corrosion was observed. Investigation found the fault can be attributed to membrane failure due to corrosion. During testing the device failed to power off. This combined with the ten minute time outs, the excess current drain and the measurements taken would indicate membrane failure. The fault was traced back to corrosion on the membrane. The failure of the device to power off using the on/off button may have been misinterpreted by the user as the device switching on automatically. The fault could not be replicated with a good membrane installed.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.